Manufacturer narrative:
An event regarding infection and dislocation involving a tritanium shell was reported. The event was confirmed from the medical review with malposition of the cup noted as a contributory factor in the dislocation. Method & results: device evaluation and results: the returned devices are unremarkable. Medical records received and evaluation: a review of the records by a clinical consultant concluded: an infectious complication after a revision arthroplasty resulted in a fulminant infection with fever and profound wound drainage which required complete device removal within 3-weeks. A concomitant dislocation should be considered both an effect of the infection through excessive fluid formation in the joint under pressure although cup malposition in absent anteversion quite likely has played an additional relevant role. Device history review: there have been no reported discrepancies for the referenced lot or sterile lot. Complaint history review: there have been no other similar reported events for the referenced lot or the sterile lot. Conclusions: a review by a clinical consultant concluded: an infectious complication after a revision arthroplasty resulted in a fulminant infection with fever and profound wound drainage which required complete device removal within 3-weeks. A concomitant dislocation should be considered both an effect of the infection through excessive fluid formation in the joint under pressure although cup malposition in absent anteversion quite likely has played an additional relevant role. No further investigation for this event is possible at this time as insufficient clinical information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
The removal of the restoration modular stem and tritanium revision shell that was implanted in patient (B)(6)-2015 was accomplished (B)(6)-2015. Patient presented to sacred heart hospital (B)(6)-2015 after undergoing closed reduction of her right hip in wenatchee washington that same day. Two attempts were necessary to accomplish this. Prior to her dislocating her hip the patient had developed a significant infection of her operative site with drainage. She was scheduled for removal of all implants (B)(6)-2015 with placement of antibiotic bone cement in-situ. Future treatment options are to be determined.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 1236-2-848, restoration adm x3 ins 28/48, lot code: 262586. Cat. No.: 5260-5-022, osteolock bone screw 22mm, lot code: 51780701. Cat. No.: 5260-5-024, osteolock bone screw 24mm, lot code: 42946502. Cat. No.: 5260-5-026, osteolock bone screw 26mm, lot code: 46579601. Cat. No.: 5260-5-030, osteolock bone screw 30mm, lot code: 49777501. Cat. No.: 5260-5-035, osteolock bone screw 35mm, lot code: 49777101. Cat. No.: 626-00-42e, modular dual mobility insert, lot code: 49787602. Cat. No.: 6260-9-128, 28mm std lfit v40 head, lot code: 50600804. Cat. No.: 6276-1-121, 21mm mod rev hip bdy/blt +10mmcomponent level 9006-1-121, lot code: 49193602. Cat. No.: 6276-7-014, mod con dist stem 14 x 155 mm, lot code: caxr800e.at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
The removal of the restoration modular stem and tritanium revision shell that was implanted in patient (B)(6) 2015 was accomplished (B)(6) 2015. Patient presented to sacred heart hospital (B)(6) 2015 after undergoing closed reduction of her right hip in (B)(6) that same day. Two attempts were necessary to accomplish this. Prior to her dislocating her hip the patient had developed a significant infection of her operative site with drainage. She was scheduled for removal of all implants (B)(6) 2015 with placement of antibiotic bone cement in-situ. Future treatment options are to be determined.